Event description:
It was reported that the device failed and she never got therapeutic benefit. The patient stated the device made it worse. The patient stated she had the full system removed. Symptoms reported were no therapy benefit. The indications for use for this patient were gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.